Manufacturer narrative:
Medwatch field has been updated.

Manufacturer narrative:
The field service engineer could not determine a cause. The instrument was checked. Rinse levels, cuvette water level, and water pressures were checked; all were ok. Probe alignments rinse mechanism tubing were checked and no problems were found. A detergent concentration check was performed and this was within specifications. Mechanism checks were performed and no problems were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated that service replaced tubing on their cobas 6000 c (501) module and after this, they received questionable test results for > 20 patient samples tested with multiple assays. Results for these samples were later corrected. The reporter provided data for two patient samples and of these, one had discrepant results for gluc3 glucose hk gen.3. The sample initially resulted with a glucose value of 24 mg/dl and this value was reported outside of the laboratory. The sample was repeated on a second c 501 analyzer, resulting with a value of 95 mg/dl. The 95 mg/dl value was deemed to be correct and a corrected report was issued. The glucose reagent lot number and expiration date were requested, but not provided.